Event description:
Type of procedure: laparoscopic cholecystectomy. Description of event: the rep was not present in the case. During the case the surgical team attempted to deploy the bag but it did not deploy correctly. When the actuator was pressed the bag fell out of the tube and fell into the patient. The bag was not on the prongs and did not unravel. The tips of the metal prongs were exposed within the patient. There was only one attempt made to deploy the bag. The bag was retrieved from the patient. It is unknown how the case was completed. No patient injury. Product is available for return. Patient status: no patient injury. Type of intervention: unknown.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the supports were not through the bag cuff and the tissue bag tip remained rolled. Based on the condition of the returned unit, it is possible that a force was applied in the distal direction, which caused the bag to fall off the supports. However, the exact root cause for the bag falling off the supports is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: laparoscopic cholecystectomy. Description of event: the rep was not present in the case. During the case the surgical team attempted to deploy the bag but it did not deploy correctly. When the actuator was pressed the bag fell out of the tube and fell into the patient. The bag was not on the prongs and did not unravel. The tips of the metal prongs were exposed within the patient. There was only one attempt made to deploy the bag. The bag was retrieved from the patient. It is unknown how the case was completed. No patient injury. Product is available for return. The product lot traces to [name of facility] acct # (B)(6). Additional information received via email on 17may2022 from [name], applied medical account manager I. "They pulled a new bag and completed the case. " patient status: no patient injury. Type of intervention: unknown.